Manufacturer narrative:
The device and guide wire were discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number of the guide wire was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was 47mm in length and was located in the circumflex artery. The physician advanced the viperwire guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician performed two runs at low speed to treat the lesion. Post-atherectomy angiography revealed that the tip of the guide wire had broken off. Atherectomy was aborted and a different modality was utilized to complete treatment of the lesion. The tip of the wire was left in the patient and the patient status remained stable throughout the procedure.